Event description:
It was reported the patient had a break in aseptic technique during the peritoneal dialysis procedure. The patient experienced peritonitis and was hospitalized the same day. The patient was treated with vancomycin (vancomycin hydrochloride) and the fourth generation of cephem intravenously (doses and frequencies not reported). The patient had not yet recovered. The retraining of proper connect/disconnect method and aseptic technique would be performed after recovery. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.